Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the troubleshooting and diagnostics done related to not having relief included injections, which were not effective. They also noted that in previous diagnostics they¿ve had a spinal fusion, which was somewhat effective. The patient stated that they are getting used to their stimulation device. They added that they are getting relief now after being implanted. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from a patient with an implantable neurostimulator (ins) for n on-malignant pain. The patient stated that they have no turned their implant on yet so they have no relief and no stimulation sensation. On (B)(6) 2017 the patient fell and broke their rib which was confirmed by an x-ray. The fall was due to a preexisting condition. The patient was recently implanted and noted having bandages/gauze or swelling present. The patient had poor communication and the poor communication screen on their patient programmer on the day of the report. It was reviewed how bandages and/or swelling affect communication and to place the patient programmer/antenna over the ins. It was recommended to communicate once the swelling or bandages have been removed. The patient had an appointment with their healthcare professional (hcp) on the day of the report who said that it was okay to turn on their device after the appointment but they got poor communication with and without the antenna. The patient has an appointment tomorrow or wednesday and a post-operative appointment next week. The patient noted that their trial was a success and they were almost completely pain free from their neuropathy and lower back pain. No further complications were reported/are anticipated.